Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. The customer¿s blood glucose (bg) was 42 mg/dl to "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy and the low bg by consuming glucose tablets. Customer will continue to use current pump.